Event description:
Patient was diagnosed with transverse myelitis / neuromuscular. Original surgery was (B)(6) 2012 from t3 to pelvis. Post-operative x-ray evidence on (B)(6) 2013 showed bilateral rod disengagement from the iliac screw. Revision/removal of l3 to pelvis was (B)(6) 2014: left l3 poly head and head of screw came off- shank was left implanted. Left l4 poly head and head of screw came off- shank was left implanted. Right iliac poly screw head was off. The shank of the screw was left implanted and the poly axial head was not retrieved. Left l5 screw pulled out and was off the rod but the locking cap was still on the poly head. This was thought to have been the cause of the hole in the patient's skin that resulted in an infection. This screw was retrieved from the patient. Also, the lateral connector on the left was disengaged from the iliac wing screw and rod. This was retrieved. In addition to devices for which medwatch reports were filed for this event, evaluation of four of the returned set screws determined that it is likely that the set screws weren¿t fully tightened to the rod. This allowed movement between the setscrew/rod interface resulting in rod impingement on the set screw and/or loosening. As such, this non constrained construct movement likely resulted in screw fatigue and failure. As a result, the following additional mfg. Medwatch reports are being filed for the four expedium set screws that caused or contributed to the event: 1526439-2014-12027, 1526439-2014-12028, 1526439-2014-12029, 1526459-2014-12040.

Manufacturer narrative:
Visual examination of the returned set screw found extensive signs of damage on the underside of the set screw. This damage is consistent with a rod that has impinged on the set screw. There was no evidence of striation marks observed in the remaining undamaged area of the set screw face. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined. However, based on observed set screw damage, it is likely that the set screws weren¿t fully tightened to the rod. This allowed movement between the set screw/rod interface resulting in rod impingement on the set screw. As such, this non constrained construct movement likely resulted in construct device loosening, pullout, disengagement, screw fatigue and failure. As no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct set screw quantity to 3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.